Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: h6-patient codes: no code available (3191): thrombotic syndrome h6-device codes: appropriate term/code not available (3191): perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism, perforation, migration, tilt, bowel resection, and strokes new pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bowel resection is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported strokes are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to bilateral deep venous thrombosis with a history of previous pulmonary embolism. The patient is alleging migration, tilt, vena cava perforation, pulmonary embolism and thrombotic syndrome. The patient further alleges "bowel resection and 3 strokes". It was also reported that per the (B)(6) 2018, computed tomography-abdomen: "findings: an infrarenal inferior vena cava filter is in place. The apex is at the left renal vein confluence with the inferior vena cava. The apex is tilted to the left by approximately 20°. The tines appear intact. The anterior, posterior, and right lateral tines project beyond the walls of the inferior vena cava but do not abut critical structures".

Event description:
27mar2018, per a report from computed tomography 2; ¿the filter is tilted to the left with its proximal cone against the ivc wall. The anterior strut penetrates 11 mm through the ivc wall. The left strut penetrates 0 mm through the ivc wall. The posterior strut penetrates 10 mm through the ivc wall. The right strut penetrates 8 mm through the ivc wall.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: thrombotic syndrome. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial report is a non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.